Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The impella device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient who presented with cad in scai stage e shock.

Event description:
An impella cp device was inserted into the left femoral artery in a 76-year-old male patient with a past medical history of coronary artery disease (cad), renal insufficiency, baseline ejection fraction of 55%, and end-diastolic pressure of 8 presenting in scai stage e shock on multiple inotropes, vasopressors, and ventilator support prior to initiation of support. The impella was inserted for ventricular support as a bailout for high-risk percutaneous coronary intervention (pci) of the left anterior descending (lad) artery. After obtaining femoral access, 8,000 units of heparin were administered and the physician proceeded with the pci procedure. Activated clotting time was 158 and the patient¿s intravenous (IV) line was confirmed to be functioning appropriately. An additional 5,000 units of heparin were given via arterial route. Shortly after the initial act resulted, the lad clotted off and the act remained sub-therapeutic. The patient experienced cardiac arrest and impella was subsequently implanted. Return of spontaneous circulation (rosc) was achieved for approximately 10 minutes with mean arterial pressure (map) in the 40s. The patient again experienced cardiac arrest, and the physician made the decision to call the code. Per the physician, there were no issues or concerns related to the impella device. The post-procedure outcome was expired at explant. The impella device is unlikely to have contributed to the patient¿s death which was most likely due to the clinical condition of a critically ill patient who presented with cad in scai stage e shock.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: ppae (cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.